Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer (fse) inspected the system and confirmed that the system main power, fuse(1a). Fse replaced new fuse and tried to switch on the system, but the fuse blown out after 380v ac input to m cabinet. On further analysis with the system, fse identified mpdu control unit was damaged. Fse replaced the mpdu control unit, after replacing the mpdu control unit the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer (fse) inspected the system and confirmed that the system can¿t power on. As part of the troubleshooting process, fse found that the faulty mpdu is causing this issue. The fse checked the system and tried restarting the system which does not help. As troubleshooting action fse checked the system main power, fuse. Fse replaced new fuse and tried to switch on the system, but the fuse blown out after 380v ac input to m cabinet. On further analysis with the system fse identified mpdu control unit was damaged. Fse replaced the mpdu control unit, after replacement of the mpdu, the system was returned to use in good working order. The codes were corrected based on re-evaluation.

Event description:
It has been reported to philips that the allura xper fd10/10 system could not power on. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.